Manufacturer narrative:
No product will be returned per customer. The customer¿s complaint could not be confirmed because the product was not sequestered and will not be returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported a bulge in the silicone segment at the upper fitment. Although requested there is no additional event detail provided by the customer.